Event description:
It was reported that underwent gen change, it was noted that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements and high capture thresholds. Which suspected to be caused by rv lead fracture. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that underwent gen change, it was noted that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements and high capture thresholds. Which suspected to be caused by rv lead fracture. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.